Manufacturer narrative:
Additional information: a review of labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when abbott medical optics was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released.

Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site to investigate the reported 2012 error (instrument host timeout error) at system idle. Fss replaced versalogic printed circuit board (pcb) on the unit. Fss also performed full system checkout and verified system meets abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the (B)(6) system. There was no patient involvement reported and there was no patient treatment delays or cancellation.